Event description:
The customer reported that the white piece of the texium connector which was connected to an unspecified 1ml syringe was noted to be cracked and leaked testosterone on the floor while connected to a patient. Prior to the injection, the physical inspection of the connector did not show any cracks. The patient ended up not getting the medication.

Manufacturer narrative:
Gtin/UDI number for item 10012241-0500 lot 17066106 is (B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an infusion of testosterone was noted to have cracked and leaked on to the floor while connected to a patient. The white texium female connector which was attached to an unspecified 1ml syringe was noted to be cracked and testosterone leaked as the rn was trying to inject. Prior to injection, physical inspection of syringe did not show any cracks.the patient ended up not getting the medication. There was no patient harm.